Event description:
It was reported that the sales representative turned on device detections prior to implanting the device. The device detected lead impedance out of range, noise, and no capture during the implant procedure. The device alerted and the patient came in the next day. The sales representative cleared the alert and interrogated the device. There are no issues with the device or the lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).